Manufacturer narrative:
Device evaluation: analysis of the split clip found that when ¿the returned base and clip were tested with a known good cap and lead and the clip was inserted into the base and a lead passed through the clip, it closed onto the lead without difficulty and held the lead securely. The cap was also attached with no issues observed. The system was able to hold a lead securely in place, exceeding the 0.5lb retention force stated in the product specification.¿ there was no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082209815a, product type: accessory. (B)(4).

Event description:
It was the ¿split clip did not work with the intermediary component¿ during the implant procedure. A replacement stimloc was used as a result of the event. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.